Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during an emergent follow up. This device was replaced and is not expected to be returned as it was discarded after the replacement procedure. No additional adverse patient effects were reported.